Event description:
It was reported that the patient presented to the clinic after hearing beeping tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation a code indicating premature battery depletion displayed. Data was sent into technical services (ts) review. Ts noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the clinic after hearing beeping tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation a code indicating premature battery depletion displayed. Data was sent into technical services (ts) review. Ts noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated.